Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to perform a pump reset and successfully started their sensor session afterward.